Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in the severely calcified and severely diffused left main (lm) anterior descending artery (lad), and diagonal artery. The lesion was predilated with an unspecified balloon. The 2.5 x 16mm ion otw stent delivery system was advanced and the stent became stuck in the lm. When the physician pulled back on the stent delivery device the stent dislodged in the lm. The patient was sent to another facility for removal of the dislodged stent. The dislodged stent was successfully snared. The distal lm showed a surface area of 2.6 mm, and showed severe calcification throughout the whole vessel in the lad and lm. The physician then used ivus and completed with rotational atherectomy using a 1.5, 2.0 and a 2.25mm burr in the lm proximal to mid lad. He implanted a 2.25 x 20mm promus element plus in the diagonal, implanted (2)-3.0 x 38mm non bsc stents in the mid to proximal lad, and implanted a 4.0 x 12mm promus element plus stent in the lm. He then post dilated the proximal lad stent with a 3.5 x20mm quantum maverick. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).